Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted for left bundle branch (lbb) placement and was not successfully implanted due to difficult coronary sinus anatomy as there were thick septal tissue and lead was not able to bore through. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted for left bundle branch (lbb) placement and was not successfully implanted due to difficult coronary sinus anatomy as there were thick septal tissue and lead was not able to bore through. There were no adverse patient effects.